Event description:
It was reported to philips that the system failed to start and remained stuck at the startup screen. The system was in clinical use at the time of event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.